Event description:
It was reported that the pt underwent total right hip arthroplasty and was revised due to infection on (b)(64) 2007.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for explanted devices, the device history records were reviewed and found to be conforming. The sterilization process for these device was validated in accordance with (B)(4) and (B)(4) to a sterility assurance level (sal) of 1.0 x 10 to the power of -6 or better. The mfg lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the pt. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).